Event description:
It was reported that the user experienced repeated insulin occlusion alerts on an ilet system with a blood glucose of 199 mg/dl. Using an infusion set (contact detach), which persisted after initial alarm clearing and recurred when attempting to manually deliver insulin through the tubing, leading to an unable to proceed message until a full supply change was performed, after which insulin delivery resumed. Investigation included remote troubleshooting and patient education, including disconnection, priming attempts, and full supply change. Investigation of this case revealed an insulin flow obstruction consistent with occlusion at or near the infusion set or tubing that resolved with replacement, aligning with an infusion set or connector-related issue. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery with restoration after supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion that required supply replacement.